Event description:
It was reported that the colonovideoscope experienced a user error when plugged into the unit for use. The event occurred during a diagnostic colonoscopy procedure while the patient was under sedation. At the time of the malfunction, the device was inside the patient. The intended diagnostic procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, scope communication error (b30), white residues on the air-water channel and auxiliary water channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of noisy image and scope communication error (b30) was due to the component failure. However, the most probable cause of the white residues on the air-water channel and auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.